Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a doctor confirmed the damaged conditions in the distal part of the instrument. The shaft cover had been peeled off. Opened another and confirmed this one had no damage but found it could not be activated at all. With using another the case was completed with no problem. No patient harm.

Manufacturer narrative:
(B)(4).